Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported the customer was hospitalized on (B)(6), 2015 due to elevated blood glucose levels and diabetic ketoacidosis. Customer was treated through an intravenous insulin drip. Troubleshooting was performed and pump passed delivery system check. Reportedly, customer was using a bad vial of insulin. Cartridge and infusion set is changed every 3 days.